Event description:
A surgeon reported that a pt who rec'd op-1 putty in conjunction with calstrux for an unk indication developed a sac with yellow fluid in it and experienced migration of the products. The pt required a re-do surgery (not specified). The surgeon suspects the migration was due to calstrux. No other info was provided. Add'l info is pending.